Event description:
It was reported that the resection electrode had excessive bending at the distal tip. The issue was found during a transurethral resection of the prostate procedure and completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.